Manufacturer narrative:
(B)(4). D10-medical product. All-poly patella cemented 35 mm diameter, item# 42540200035, lot# 64435171. Femur cemented (ps) standard right size 8, item# 42500606402, lot# 64046879. Palacos cement x2 item# 5036964, lot# 88814741. Stem extension tapered cemented 14 mm diameter +30 mm length item# 42557000114, lot# 64412165. Articular surface fixed bearing (ps) right 10 mm height, item# 42522400710, lot# 64281993. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately four years two and a half months post implantation due to aseptic loosening. During the revision the patella was found to be grossly loose, the femoral and tibial components were found to be slightly mobile and aseptic loosening was confirmed. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient initially progressed well after mua with good range of motion, but then began experiencing recurrent right knee pain, swelling, and effusions, sometimes following minor activities such as walking up stairs. Multiple aspirations were performed, with no clear evidence of infection though fluid was collected. Imaging over time (x-rays, MRI, bone scan) showed persistent pain, quadriceps tendinitis, patellar tendinopathy with focal tear, and ultimately findings suspicious for prosthesis loosening. Eventually loosening of the right knee prosthesis was confirmed, with low suspicion of infection despite transiently elevated labs. The patient expressed a preference not to use zimmer implants. A revision surgery was performed: intraoperative findings confirmed aseptic loosening of the patellar, femoral, and tibial components, with significant scar tissue removed. New smith & nephew implants were placed, achieving excellent stability, range of motion, and patellar tracking, and the patient was discharged in stable condition. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.